Manufacturer narrative:
The lv lead was discarded and will not be returned for laboratory analysis. No additional information is available. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
A lead revision has been scheduled for (B)(4). At this time, this lead remains implanted an in service. No additional information is available. Once the lead has been explanted, it will be returned for analysis and this report will be updated.

Event description:
Boston scientific received information that at a normal patient follow up, this left ventricular (lv) lead presented with pacing impedance measurements above 2,000 ohms and no capture at maximum outputs. A fracture is suspected. No adverse patient effects were reported.

Event description:
The lead revision was performed and revealed that this lv lead had fractured due to clavicular-first rib crush. The lv lead was successfully replaced. No adverse patient effects were reported as a result of the procedure.